Manufacturer narrative:
Act and esc buttons did not respond due to unlocked keypad connector. The device was also received with cracked casing at display window corners, cracked reservoir tube lip, stained end cap sticker and stained address label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had unresponsive keypad. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump was returned for analysis.